Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a ruptured aneurysm. There was a type iii endoleak ¿squirting¿ from the mid portion of the stent graft. Via suture technique, the physician successfully treated the ruptured stent graft. It was also noted that the entire stent graft would ooze or leak around the sutures. The event reportedly resolved. No additional clinical sequelae were reported and the patient is fine.